Manufacturer narrative:
(B)(4). The covidien customer support engineer (cse) verified the malfunction and replaced the inspiratory flow sensor. The unit then passed all calibrations, est, sst, o2 calibration, electrical safety, pvt, and operated within the manufacturing specifications.

Event description:
It was reported that a ventilator stopped cycling while on a patient. The patient was immediately bagged and placed on another ventilator without any reported harm. There is no report of death or serious injury associated with this event.